Event description:
During acl (anterior cruciate ligament) reconstruction, tip of drill broke off 2 x inside patient's knee. Broken pieces retrieved. Both drill bits different lot numbers. Arthrex rep present and aware, supervisor notified. Pt code: 4582. Device code: 1069. Ref report: mw5177872.